Manufacturer narrative:
(B)(4). Lot number not provided by the reporter. Expiration date unknown as lot is unknown. UDI #: unknown as lot is unknown. (B)(4). The 510k#: k124030. Event is still under investigation at this time.

Event description:
During a ureteroscopy procedure, upon use of the laser, the tip broke off within the patient. The physician retrieved the device portion. No consequence to patient reported.

Manufacturer narrative:
(B)(4). Investigation/evaluation: during the course of the investigation, a review of the complaint history, quality control, instructions for use (IFU), and trends of the product was conducted. The device is inspected per manufacturing instructions to ensure the integrity of the device. The lot number of the device was not returned, therefore review of lot records for this device could not be executed. Per the provided IFU; it is stated: a number of different factors affect the life of any particular fiber, including: extended lasing at high power. Continuous lasing with the fiber tip in contact with tissue. Poor reprocessing (minimum length of fiber removed in reprocessing should be between 2.5 and 3 inches). Lasing with a contaminated or damage proximal end. Improper handling. Poor laser beam alignment or focus. Never subject fiberoptics to sharp bends in handling, use , or storage. Always keep connector-end dry and free from contaminants. Discard any fiberoptic assembly that is cracked or broken, or does not meet minimum transmission standards. Do not exceed recommended power limits. Without the returned complaint device, the root cause of the customer's difficulty cannot be determined. Per the risk assessment, the risk for the tip of the fiber breaking has been assessed. No further action is required. We will continue to monitor for similar complaints.

Event description:
During a ureteroscopy procedure, upon use of the laser, the tip broke off within the patient. The physician retrieved the device portion. No consequence to patient reported.